Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified coronary artery. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for pre dilatation. However, it was noted that balloon ruptured on the first inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified coronary artery. A 6.0mmx150mmx150cm sterling balloon catheter was advanced for pre dilatation. However, it was noted that balloon ruptured on the first inflation at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the shaft at 8.2cm and 12.1cm from the tip. Microscopic examination revealed a longitudinal tear on the balloon 5cm from the tip and approximately 5cm long. There is contrast in the inflation lumen and balloon. There is blood on the balloon folds and the balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.